Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. Access site hematomas, confined swelling at the femoral puncture site, are the most common complications from femoral arterial puncture and generally result from insertion technique. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for an 18f esheath is 6.5mm. The patient¿s minimum luminal diameter (mld) measured vessel was 8.1mm. In this case, the exact cause for the reported hematoma cannot be confirmed; however, it was likely related to procedural technique and/or device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure; human factors,

Event description:
As reported through (B)(4) trial, eight days post procedure, the patient was admitted with a right groin hematoma and low hemoglobin and hematocrit. The patient was treated with a transfusion (3 units) and discharged within two days. As per the primary investigator, the event is ¿possibly¿ related. The patient's access vessel minimum luminal diameter (mld) measured 8.1mm. The vessel calcification and tortuosity are unknown.